Event description:
Mobility and no osseointegration were reported. Doctor states the patient has anemia, sleep disorder, high blood pressure, diabetes, high cholesterol, and gastro intestine disease.

Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility and no osseointegration.